Event description:
Account reports ten incidents in which leakage is occurring from the "base of the filter". Reporter stated they utilize pumps, rates vary from kvo to 100/cc hour. No commonality in infusates, usually maintenance solutions. Reporter stated they have never noted the leakage during priming, occurs sometime before 24 hours due to their set change policy is every 24 hours. Reporter added that the leak appears to be minute, however, over a couple of hours the pt's gowns become saturated. Reporter stated the issue has been occurring since the first of the year, but what made her finally report the issue was when a pt had a double lumen catheter, and both filters to the lumen were leaking and needed a double set change. Per reporter there has been no pt compromise, and added, "facility loves co's tubing and facility want to continue to using it, so it was difficult for facility to complain about this".

Manufacturer narrative:
Inspections of millipore filter air vents revealed fluid leakage could occasionally occur at low pressures and/or during normal gravity infusions. Millipore, the supplier of the filter, identified the root cause for the leaking condition and has reported the cause was attributed to air vent mfg process changes. These process changes were specifically linked to changes in air vent welding operations. Millipore is currently validating a different vet seal process which should provide a more robust vent seal, and resolve the reported difficulties. Baxter has also implemented actions to challenge the robustness of the air vent during co's set assembly process.